Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Chunks of tampon, cotton and what looked like part of the cotton cord all came out- vagina [foreign body in reproductive tract]. Chunks of tampon, part of a cotton cord- tampon [device breakage]. Case narrative: consumer reported via e-mail that chunks of tampon came out. No serious injury reported.